Event description:
The complainant reported that an automated impella controller (aic) experienced a system error after booting. It was reported that the aic was being prepared for a clinical case, had a system error and could not be restarted. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event.

Manufacturer narrative:
Section a patient information is unknown. Device status. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation was completed. Investigation summary: data analysis: imc logs showed a communication issue with the power battery manager during the initial bootup. Due to the communication issue, the aic rebooted automatically (as designed) to attempt another power on. After rebooting, it displayed the "system self check failed" screen and was then forcefully shut down by the user. Device analysis: console (ic5111) was sent back to fs for further investigation. The system self check failure screen was reproduced upon boot up during testing. Visual inspection confirmed the pbm corrosion which had impacted a neighboring rs232 communication channel between the pbm and 4-in-1. Conclusion: the root cause of the ¿system self check failure¿ was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps.